Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 3 of 5. The home patient (hp) stated that she was connected to the hc. The baxter technical representative (tsr) had the hp cycle power to get se 2367. The tsr then had the hp cycle power again to "press go to start" and had the hp disconnect and remove cassette to discard supplies. The tsr explained the alarm and assisted the hp to clear the alarm and advised the hp to contact the nurse. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.